Event description:
On (B)(6) 2010, caretaker reported all buttons on the infusion device were unresponsive. This was noticed on day of report when pt attempted to deliver a meal bolus. Infusion device had power and was still delivering basal insulin, but pt was unable to program a bolus infusion device battery was replaced, using a new battery of correct type, and all buttons remained unresponsive. Infusion device was not dropped on a hard surface. Buttons do not produce an audible sound when pressed, and buttons pop up being pressed. Pt switched to backup infusion device. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.